Manufacturer narrative:
An abbott field service representative (fsr) inspected the analyzer and determined the probe was out of alignment. The fsr also observed build up around the probe dispense areas and wash zone nozzles. The fsr replaced the arc, probe and cleaned the dispense and wash zone areas to resolve the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent discrepant results have been reported since the arc, probe was replaced. A review of tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends associated with discrepant results. The i1000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for arc, probe identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified. Section a patient information: no specific patient information was provided.

Event description:
The customer obtained a falsely elevated architect stat troponin-I result while using the architect i1000sr analyzer. The sample generated an initial result of 0.174 ng/ml and retest of 0.015 ng/ml. No impact to patient management was reported.